Manufacturer narrative:
Result: siderail assembly.

Event description:
It was reported by service report that the foot right side rail assembly was missing. The head left side rail outer panel was cracked with sharp edges and the power cord resistance was too high. The customer could not determine if there was pt involvement or if there were adverse consequences to report.